Event description:
It was reported that the user experienced alert 79 related to insulin delivery and was advised that clearing the alert would require changing the supply set, which the user wished to avoid due to insulin waste and burden of cartridge filling; the user expressed dissatisfaction with the device and indicated it might not be suitable for them. Symptoms included hypoglycemia followed by user-initiated overcorrection and subsequent hyperglycemia with a reported peak of 261 mg/dl and approximately three hours outside the target range. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education regarding alert resolution, supply set change, and discussion of potential use of prefilled insulin cartridges with clinician oversight. Investigation of this case revealed user behavior contributing to glycemic variability through overcorrection of lows and reliance on meal entries as corrective actions. It was concluded that the device functioned as designed with respect to the alert and that user technique and treatment decisions contributed to the reported glycemic excursion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.